Manufacturer narrative:
(B)(4).

Event description:
It was reported via a phone call to the complaint department. On a wednesday night the intra-aortic balloon (iab) was prepped, the fiber optic sensor (fos) was not recognized. Nevertheless, the medical doctor (md) inserted the iab into the patient's femoral artery without complications. The patient received intra-aortic balloon pump (iabp) therapy without issue. The md wanted to discontinue the iab on friday however; it was decided to remove the iab saturday morning. The pump alarmed "possible helium loss" on saturday morning, and the md removed the iab at bedside. At this time the md stated that there was a hole in the membrane. The patient remained critical with ejection fraction of 5-8. The patient died a day later, and according to the registered nurse (rn) the patient's death was not contributed to the iab.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a phone call to the complaint department. On a wednesday night the intra-aortic balloon (iab) was prepped, the fiber optic sensor (fos) was not recognized. Nevertheless, the medical doctor (md) inserted the iab into the patient's femoral artery without complications. The patient received intra-aortic balloon pump (iabp) therapy without issue. The md wanted to discontinue the iab on friday however; it was decided to remove the iab saturday morning. The pump alarmed "possible helium loss" on saturday morning, and the md removed the iab at bedside. At this time the md stated that there was a hole in the membrane. The patient remained critical with ejection fraction of 5-8. The patient died a day later, and according to the registered nurse (rn) the patient's death was not contributed to the iab.